Event description:
Patient came out of triple bypass and never recovered. In recovery around 3:30 pm and by 10:30 pm he had not waken up and the ICU noticed signs of stroke. Patient did not recover. Concerns about the influence of the machine in this outcome. "What was used for triple bypass".